Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that high pace impedance greater than 2000 ohms were observed on the right ventricular (rv) channel of this pacemaker system. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high pace impedance greater than 2000 ohms were observed on the right ventricular (rv) channel of this pacemaker system. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.